Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing, no drops of insulin were seen exiting the infusion set tubing. The customer disconnected and reconnected the luer lock connection, filled tubing, saw drops of insulin exit the tubing, and insulin delivery was resumed. The customer's blood glucose level was 148 mg/dl.